Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized after emergency room due to high blood glucose on (B)(6) 2021. Customer¿s blood glucose was over 600 mg/dl. The customer's current blood glucose was 184 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with manual injection and intravenous fluids. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not used during the event. Customer stated infusion sets were not sticking due to sweating or excessive heat. The insulin pump will not be returned for analysis.